Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they have a "patient that recently had diagnostic testing for bia-alcl." Diagnosis has not been confirmed. This record is for an unknown side. Device status is unknown.

Event description:
Healthcare professional reported a "patient that recently had diagnostic testing for bia-alcl." Healthcare professional later reported left side late-seroma. The pathology report indicated "lymphocytes predominant. Negative for malignant cells." Also, "the report is amended to include a cd30 immunohistochemical stain on the cell block with is negative on target cells." This is the left side record. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is: seroma.

Event description:
Healthcare professional reported left side late-seroma. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap, curved opening, brown particles. Leak test was performed which identified leakage per white particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. A microscopic analysis identified: a curved striated opening on posterior side assessed as surgical damage, broken plug strap with striated edge assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. Particles on fill channel assessed as particle leakage.

Event description:
Device has been explanted.